Event description:
In 2009, a doctor reported to sybron implant solutions corp. That a central screw head of an abutment had fractured.

Manufacturer narrative:
No other information was provided by the doctor.